Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection to address their bg level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.